Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t-wave oversensing. An exercise test is scheduled to be performed in-clinic to assess potential reprogramming options. Boston scientific technical services (ts) was also contacted and confirmed that the t-wave oversensing occurred due to low amplitude measurements. Further troubleshooting options were also provided. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock due to t-wave oversensing. An exercise test is scheduled to be performed in-clinic to assess potential reprogramming options. Boston scientific technical services (ts) was also contacted and confirmed that the t-wave oversensing occurred due to low amplitude measurements. Further troubleshooting options were also provided. Recently, the patient was evaluated in-clinic via exercise testing, and it was determined that the current programming (primary x1 gain) is still the most suitable for elevated rhythms. Additionally, the physician extended the smartcharge feature and the upper shock zone value to resolve the event. At this time, this s-ICD remains implanted and in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being sent to provide new information in section b5 (event description).